Event description:
A report has been received from an investigator concerning a pt who had been enrolled in an investigator initiated study assessing efficacy of celsior for hepatic graft preservation. The pt's medical history included liver cirrhosis due to alcohol. Just after transplantation, the pt had suffered from diabetes mellitus which had been then well controlled with diet. They also had developed mental confusion related to prograft which was replaced with cellcept (mycophenolate mofetil). In 2002, cellcept was withdrawn because of leukopenia and prograft was resumed. The pt underwent hepatic transplantation. The donor's liver was rinsed in-situ and ex-vivo with celsior, and then cold preserved in celsior solution. Immunosuppressive protocol included prograft (tacrolimus) and cortancyl (prednisone). At the time of reporting, the pt had concomitant drugs including bactrim, (cotrimoxazole) and imovane (zopiclone). In 2003, liver laboratory tests revealed cytolysis. This was confirmed. 136 days after transplantation, the pt developed significant liver cytolysis (alk phos 462 iu/I, ggt 249 iu/I, ast 277 iu/I, alt 618 iu/I, prothrombin ratio 59%). Echo-doppler was performed in 2003 and was in favor of probable occlusion of hepatic artery (lack of visualization of hepatic artery). There was no sign of infection nor sign or renal failure nor diabetes mellitus sign. Homeostasis investigation revealed a probable protein c deficit. The pt was given aspirin to prevent thrombosis extension. At the time of report, the pt's outcome remained unknown. The investigation considered the events medically important and related to celsior.